Event description:
Following a device use on a pt, it was reported that the device would not power on. There was no pt involvement when the issue occurred.

Manufacturer narrative:
(B)(4). Physio-control provided assistance and informed that there were no device repair options. The customer was advised to purchase a replacement defibrillator instead. The device was not returned to physio-control for evaluation. Hence, a conclusive cause of the issue could not be determined.